Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or anomalies were found with the hub. The pipeline flex pusher and dried saline was found within the hub. The phenom-27 micro catheter was found kinked at ~3.3cm from the distal end and found flattened at ~1.8cm. No damages or irregularities were found with the distal tip or marker band. The pipeline flex pusher was retracted out of the micro catheter against high resistance. No damages were found with the pipeline flex proximal pusher. The hypotube was stretched with the ptfe shrink tubing was found undamaged. No damages were found with the resheathing pad, pad restraint, or with the proximal bumper. The distal/proximal dps restraints, ptfe dps sleeves, and tip coil were separated from the distal wire. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.9cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). The inner diameter was measured to be 0.027¿ at the distal end which is within specification and compatible for use with the pipeline flex. The proximal inner diameter could not be measured as the braid was found within the hub. The micro catheter was flushed, and water did not exit the distal end. The proximal micro catheter was cut to remove the braid. The distal braid was found frayed. The proximal braid was found damaged and frayed; partly caused by the pin gauge. A mandrel was inserted into the distal end and became stuck at the kinked location. Conclusion: based on the analysis findings, the pipeline flex shield and phenom-27 were confirmed to have ¿resistance/stuck during delivery¿ and ¿catheter resistance¿ as resistance was found with the returned pipeline flex pusher within the phenom-27 catheter. From the damages found with the hypotube (stretched), dps sleeves/restraint (separated), tip coil (separated), micro catheter (damaged/kink), and braid (damaged/frayed); it appears high force was used. The cause of the resistance near the hub could not be determined. Resistance near the distal tip was found to be the catheter kinking. Possible causes for catheter kinking are patient vessel tortuosity, catheter entrapment, user advances/retrieves device against resistance or damaged during removal from packaging. There was no non-conformances to specifications found that would contribute towards the failures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline had resistance in the middle of a phenom catheter. After the phenom27 microcatheter was in place, ped-350-18 was delivered; the system entered the microcatheter through the y valve at the end of the microcatheter. After passing through the patient's moderately tortuous internal carotid artery, the ped-350-18 encountered obvious resistance during pushing it upward. After the surgeon tried to retrieve the pushing guidewire to push it upward. However, the ped-350-18 stent was dislodged during retrieving, the system could not be pushed upward again, and the surgery could not be completed. Replaced ped-375-16, pushed the system upward, and it was deployed smoothly, and it covered the target blood vessel, and the surgery was successful. The catheter and pushwire were not damaged. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery. The max diameter was 1.88mm and the neck diameter was 1.8mm. The distal landing zone was 2.58mm and the proximal landing zone was 3.47mm. Vessel tortuosity was moderate.  Dual antiplatelet treatment was administered. Angiographic result post procedure was complete embolism. No patient injury or complications were reported.